Manufacturer narrative:
G4:18dec2020. B4:16jan2021. The remote service engineer (rse) confirmed the issue. The customer reported they received the "auxiliary alarm supply failed" and not the "alarm led failure" diagnostic error as previously mentioned. The rse suspected (pm) power management (pcb) printed circuit board per the service manual. The fse replaced the motor (mc) printed circuit board assembly (pcba) to resolve the issue. The unit was tested, and it was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. (B)(6) 2020 . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported "aux supply alarm failure" diagnostic error. The remote service engineer (rse) confirmed the issue. The customer reported "alarm light emitting diode (led)" diagnostic error report (drpt). The customer advised the same issue happened in october and they replaced the (mc) motor controller printed circuit board (pcb). The rse suspected, per service manual, (pm) power management (pcb) printed circuit board. The unit was in clinical use, but there was no patient harm no patient or user harm reported.